Event description:
This is filed to report tissue damage it was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. A flail was present a3/p3. An xtw clip was inserted, and clip was successfully deployed on the mitral valve at a3/p3. However, after the clip was deployed, the echo cardiologist noticed an eccentric jet in the commissural medial part of the valve. It was suspected this was caused by a micro laceration of the p3 scallop on the posterior leaflets. Mr remained at a grade of 4 and no additional clips were implanted. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, the reported unspecified tissue injury appears to be related to procedure conditions. The reported unchanged mitral regurgitation (mr) is due to tissue injury. Tissue damage and mr are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.